Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "the catheter was kinked and ended up breaking off in the patient (inside the scope); stent was being deployed inside patient. Closed elevator down and pulled part out without issue. No patient harm. Another device completed procedure successfully." Reportable due to precedence of "flexor kinked/stretched/broke/compressed" for this product family.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: as reported to customer relations: "the catheter was kinked and ended up breaking off in the patient (inside the scope); stent was being deployed inside patient. Closed elevator down and pulled part out without issue. No patient harm. Another device completed procedure successfully." Device evaluation: the evo-fc-8-9-6-b device of lot number c1289704 was returned to cook ireland and evaluated on the 04-april-2018. The following additional information was received in the complaint file: how was the procedure finished? Another device was used successfully. Had a sphincterotomy been performed prior to this occurrence? Yes what is the endoscope manufacturer and model number that was used? Olympus (model number unk) please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? Wire guide already through obstructed area. Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes. Was the introducer advanced through the side of a previously placed stent? No. Prior stent was removed (plastic stent) please estimate amount of time the stent was in place prior to this occurrence. Not positive stent was in place, possibly did any section of the device detach inside the endoscope or patient? Metal stent and part of the distal end of the introducer catheter the following was also received from the cook representative: was the stent partially or fully deployed? Catheter holding the stent was in the cbd, but the trigger on the handle was not letting us deploy. Did any part of the device fall into the patient and require retrieval? No if answer to question 2 is no: did the part have the potential to fall into the patient as a result of the fault? Yes there was potential to leave a piece of the catheter with the stent in the pt. Dr campbell grabbed onto it with the elevator on the duodenoscope and was able to pull it out with the scope. (Ref. Att. (B)(4) add'l questions answered.msg) lab evaluation: upon evaluation of the returned device, the lockwire was in place. There was no stent exposure. The red shuttle deployment marker was in the centre of the handle. Deployment and retraction is possible. The flexor was broken at approx. 132cm from the tip of the flexor. The device was returned to cirl in two pieces. All pieces of the device were returned. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at approx. 132cm from the tip of the flexor during lab evaluation. Root cause: a possible cause for this event is the flexor kinked during the procedure, which resulted in the flexor breaking. Document review: prior to distribution all evo-fc-8-9-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-8-9-6-b device of lot number c1289704 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1289704; upon review of complaints this failure mode has not occurred previously with this lot # c1289704. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at approx. 132cm from the tip of the flexor during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Another device was used successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "the catheter was kinked and ended up breaking off in the patient (inside the scope); stent was being deployed inside patient. Closed elevator down and pulled part out without issue. No patient harm. Another device completed procedure successfully." Reportable due to precedence of "flexor kinked/stretched/broke/compressed" for this product family.